Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and excessive no delivery test. Stop current measurement and run current measurement within specifications. Unit passed the self test. No unexpected blank display noted during testing. Unit received with cracked case at the display window corner, cracked reservoir tube lip, peeling address label and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power, battery out limit and the display went blank. Blood glucose level is unknown. The customer was assisted with troubleshooting and the display did not return. The customer stated the device was not dropped or exposed to moisture and no damage or corrosion was found. It was advised to discontinue use of the device and to revert to the back-up plan. The insulin pump was returned for analysis.